Manufacturer narrative:
A review of the manufacturing history record (mhr) was performed for the product that was returned. All product inspections were within the print specification and there were no noted non-conformances within the mhr. Further inspection indicates areas of deformation on the product, this damage likely occurred during the procedure. There are warnings in the package insert that this type of event can occur and risks are addressed in I/o risk table: under 4.2.1: "improper fit between mating components." (B)(4).

Event description:
It was reported that during an initial hip procedure the liner would not seat in the cup, another liner was used to complete the procedure. This caused a 10-15 minute delay.